Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant product: 1.carto 3 system: model #: m-4800-01, serial #:(B)(4). 2.cool flow pump: model #: m-5491-02, serial #:(B)(4). 3.smart touch bidirectional catheter: model #: d-1327-05-s, lot #: 17299194m. 4.pentaray nav eco catheter: model #: unknown, lot #: unknown. 5.webster cs catheter : model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a stockert 70 system and sustained a second degree burn beneath the ground patch on the patient's right flank area. The patch had been placed while on the gurney by hospital staff prior to being transferred to the operating room table. During initial application, there were no air bubbles noted. It is not known if the patch became loose prior to being connected to the stockert 70 system. During the procedure, impedance was noted to be in the 100-200 ohms range and a second patch was added by the lab team. The impedance cut off was not exceeded. There was no error codes reported by the generator. The procedure was completed successfully. Upon removal of the patches, it was noticed that there was blistering and a burn beneath the first patch and no blisters or burns under the second patch. The patient did not require medical or surgical intervention. Generator settings included: power control mode, impedance cutoff was believed to be set at 200 ohms. Other generator settings were unknown. The physician did not provide an opinion regarding the cause of the adverse event. It was reported that poor grounding pad skin contact may have been the cause.

Manufacturer narrative:
Additional clarification was received on the event. The patient did not receive surgery, but did have ongoing wound care. It was stated that there was likely some extension of hospitalization. However, it was possible that it was handled in an outpatient basis. Due to the august 2015 FDA maintenance were the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. (B)(4). It was reported that a patient underwent a persistent atrial fibrillation procedure with a stockert 70 system and sustained a second degree burn. The patch had been placed while on the gurney by hospital staff prior to being transferred to the operating room table. During initial application, there were no air bubbles noted. It is not known if the patch became loose prior to being connected to the stockert 70 system. The procedure was completed successfully. Upon removal of the patches, it was noticed that there was blistering and a burn beneath the first patch and no blisters or burns under the second patch. Repair follow-up was performed and the device was not shipped for service. Service was declined. Therefore, we were unable to confirm the complaint. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.